Event description:
It was reported that the patient had an unrelated rfa surgical procedure where the device was not placed into surgery mode. Programmer displayed error messages "generator unavailable" and "no supported gens found" and was unable to communicate with the ipg. Troubleshooting including multiple bluetooth chip resets were attempted to no avail. Surgical intervention may be undertaken to address this issue.

Manufacturer narrative:
Section b3: date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.